Event description:
The catheter to which the stent is attached could not be pushed through an already placed stent despite several attempts and the use of various wires. The possibility of it getting caught in one of the meshes could be ruled out. After switching to a stent from boston, the maneuver could be performed without any problems. Customer update 15/11/2023: the stent should be placed distal to an already inserted stent. Unfortunately, the transition from tip to cover was so "rough" (or there was a step here) that the stent always got stuck in the already inserted stent. Unfortunately, this problem is more common with the zilver (does not occur with the competition). In the present case, we decided not to install it to be on the safe side. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k) # p050017/s006. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the investigation on (B)(6) 2024.

Manufacturer narrative:
PMA/510(k) # p050017/s006. Device evaluation. The zfv6-125-6-14.0 device of lot number c2089405 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. This complaint is related to (B)(4)-, which was raised to capture instances where the issue occurs more commonly with zilver devices. The device related to this occurrence underwent a laboratory evaluation on the 03rd january 2024. Refer to the returned product-notes field for lab attendance and lab evaluation notes. The returned device lab examination findings and observations can be referred through attached photos. On evaluation of the device the following was noted: visual inspection. Red safety tab observed in place. Outer sheath bent directly below white connector cap. Outer sheath observed to be slightly bent at 19cm from the distal tip. Outer sheath observed to be slightly bent at 45cm from the handle. Functional inspection. Unable to flush device. 0.035" wire guide unable to pass through device at bend in outer catheter directly below handle. Red safety tab removed, unable to deploy stent due to bend in outer catheter directly below handle. Manufacturing records. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data. The review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0058). It should be noted. That the instructions for use state ¿in relation to the lesion site, the distal area of narrowing should be stented first, followed by the proximal locations (i.e., a second stent should be placed proximal to the previously placed stent)". Image review. An image was not returned for evaluation. Root cause analysis. Definitive root cause could not be determined. Possible root cause was determined to be due to advancing the device to the target site through an already placed stent. Advancing the device through the lumen of a previously placed stent risks the delivery system snagging on the struts of the already implanted stent. No issues were noted with the tip of the returned device. Bends in the outer sheath as observed in the lab evaluation could have occurred during transport as these were not mentioned in the description of events for the file. As the user has not provided information as to whether the device was inspected before use, or if the damage seen on the returned device was noticed after use but prior to return to cook ireland, it cannot be confirmed if this damage could have caused or contributed to the issue reported. Confirmation of complaint. The complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary. According to the initial reporter the stent should be placed distal to an already placed stent. Unfortunately, the transition from tip to cover was so "rough" (or there was a step here) that the stent always got stuck in the already inserted stent. After switching to a stent from boston, the procedure was completed successfully. Complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of (B)(4) device, confirmed used. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude a definitive root cause could not be established. A possible root cause was attributed to due to advancing the device to the target site through an already placed stent. Complaints of this nature will continue to be monitored for similar events.